Manufacturer narrative:
Alleged failure: failed integrity test. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, normal wear, or improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that there was a potential for arcing due to a breach in insulation.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: failed integrity test. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, normal wear, or improper sterilization methods. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that there was a potential for arcing due to a breach in insulation.